Event description:
It was reported that while using bd vacutainer® push button blood collection set, the user could not insert the tube fully into the one-use holder and form a seal. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary : material #: 367342. Lot/batch #: 3132308. Bd had not received samples, but two 2 photos were provided for investigation. The photos were reviewed and they show the unit packaging confirming the lot number. Additionally, thirty 30 retain samples were subjected to a draw test to assess tube push off during draw. Nine (9) of the samples failed testing as there was tube push off during draw. Therefore, this complaint can be confirmed based on retain sample testing results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the user could not insert the tube fully into the one-use holder and form a seal. No patient impact reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k220212. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.